Event description:
A battery ac charger was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted for additional information b5 and h10 and device evaluation additional product d1: heartware ventricular assist system ¿ battery ac adapter d4: model #: 1640de / catalog #: 16540de / expiration date: (B)(6) 2018 / serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h4: mfg date: (B)(6) 2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d11 product event summary: one controller and one battery charger ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery charger ac adapter revealed that the device passed functional testing. Visual inspection revealed evidence of a previous short circuit on the output connector pins. Visual inspection of the returned controller revealed evidence of a previous short circuit on the output connector pins of power port two. Functional testing revealed that the controller was unable to communicate with external batteries on power ports. The controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries; however, the controller was still able to receive power from a power source. Functional testing also revealed that the controller was unable to communicate with a test monitor and the controller exhibited controller resets during bench testing. Supplemental testing revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. Analysis indicated that a voltage spike on the communication pin within power port two likely caused a short circuit condition, resulting in a damaged diode on the communication line and damage to the integrated circuit. After the faulty components were replaced, the controller performed as intended. During testing, the co ntroller was able to adequately connect to power sources. As a result, the reported poor mechanical connection event could not be confirmed; however, it is likely that the inability of the controller to communicate with the batteries was perceived as the reported poor mechanical connection event. The observed evidence of a short circuit on the pins of both the battery charger ac adapter and the controller power port indicate that the battery charger ac adapter was likely inappropriately connected to the controller. Based on the available information, a possible root cause of the controller damage can be attributed to the use of the incorrect ac adapter on the controller causing a voltage spike on the communication pin of the connector. This likely damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information. Pr00465502 was opened to investigate this issue. Investigation of this event is completed, and the file will be closed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a poor mechanical connection on the power port. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added: d4: expiration date and the controller serial number d9: controller return date, device available for analysis h3:device evaluated status h4: device manufacturer date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.